Event description:
A falsely depressed phenytoin (ptn) result was obtained on a patient sample. The result was reported to the physician. The patient was administered dilantin (phenytoin) on the basis of the result. The original sample was repeated on the same analyzer and and a higher result was obtained. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed ptn result and drug administration.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed phenytoine result is a short sample due to insufficient volume of serum placed in the small sample cup (ssc). The instrument is performing within specifications. No further evaluation of the device is required.